Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and performed visual inspection and found 2 of 3 sensors with cannula to be damaged (broken), broken parts are missing. See attachment file for details. Unable to confirm customer received sensors in said condition due to customer returning opened/used. One remaining opened/used sensor and performed bicarbonate buffer test per (B)(4). Sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that he received multiple lost sensor alerts. Blood glucose level at the time of the incident was 122 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.